Manufacturer narrative:
The hill-rom technical support asked the customer to replace the power control module (pcm). Per the hill-rom user manual, warning: the bed exit system is not intended as a substitute for good nursing practices. The bed exit system must be used in conjunction with a sound risk assessment and protocol. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the account stating the bed had no audible alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).